Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
(B)(4): visual examination confirms the inferior tang is broken. The broken piece was not returned for analysis. Microscopic examination of the fracture surface reveals a quasi-brittle fracture, with no indication of fatigue. Fracture initiation appears to be located at the base of the tang, consistent with bend stress overload. The nature and location of the fracture is consistent with excessive rotational force during implantation.

Event description:
It was reported that the inner part of the threaded inserter was separated and the tip of the inserter was broken. No patient compli cations were reported.